Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1100509148. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glands. As a result, the patient was re dilated and the device was explanted and replaced. No further patient complications were reported.